Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was leaking insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 09/17/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: the pump was examined and there was no insulin observed in the cartridge compartment. The pump was unable to be exercised due to an unrelated moisture ingress issue resulting in the pump failing to boot. No conclusions can be drawn related to the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.